Manufacturer narrative:
Terumo has not received the actual device for evaluation: therefore, the investigation has not been completed. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that, during prime, the shunt sensor leaked. The product was changed out. The surgery was completed successfully. No pt involvement as this occurred during prime.